Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the guidewire, carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition visible signs of blood. The locator and hemostasis sheath were returned fully mated. The guidewire was returned inserted through an access sheath and was found to have been damaged and fractured. The complaint was confirmed for mechanical damage to the guidewire. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the component due to aggressive handling/use during attempted insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A6: race: requested, not provided. D6b: explanted date: device was not explanted. E3: occupation: lead tech. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal had an introducer wire sheared. When the wire was put in with the sheath there were no issues, however, when pulling off the green wire introducer the introducer sheared the wire. Then the wire was stuck in the sheath in the body. Where the wire was sheared there was a piece of the wire and the unraveled part. Four inches of wire was left in the patient's tissue track. They tried to intervene and get the wire out, however they could not. The estimated blood loss was less than 250cc.